Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during the intubation procedure, identified cuff was pierced, reveled by a leak, resulting in the need to change the device and subjecting the patient to a new intubation. The product was not reprocessed, was used according to the manufacturer's instructions it is unknown if there was anyone harmed.

Manufacturer narrative:
E. Initial reporter name is confidential and unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.